Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent insulin occlusion with a reported blood glucose of 300 mg/dl that improved to 245 mg/dl by the end of the interaction alarms on the ilet with an infusion set (inset), occurring approximately three times per week and persisting through two supply changes before resolving after a subsequent supply change from a different shipment. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary hyperglycemia without hospitalization. Customer care agent provided troubleshooting and user education, review of outcome data, and shipment of replacement supplies. Investigation of this case revealed an occlusion associated with the infusion set that resolved with a supply change, with no visual defects or bent cannulas reported and correct use confirmed. It was concluded, based on previously established findings for similar reports, that the cause was consistent with an infusion set¿related occlusion of unknown specific origin.